Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy for svt. Patient was asymptomatic. It was noted that the svt had occured because the patient was unable to take their medication. Programming changes were recommended. Physician elected to not make any programming changes. Patient was fine following the event.